Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication orders were not displaying in the patient profile. A technical support specialist (tss) addressed the issue of medroxyprogesterone 150 mg/ml not appearing in patient profiles and confirmed it was resolved after identifying that an incompatible item was being ordered when it should had been another. The incompatible item was removed as an option so future orders should now show up appropriately. Tss also reviewed the concern regarding recurring medication orders that was not crossing over from epic, causing delays. It was explained that medications can be issued using the override process without a medication order by selecting the patient, using the issue option, and adding the item manually, with applicable permissions or restrictions. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower users indicated that the medication 03 06 - e1992 - medroxyprogesterone acetate was not appearing in the patient profile (patient ID: (B)(6). The issue was noted to occur across multiple patients specifically for this medication. The user stated that the medication was ordered via epic; however, when attempted to retrieve it from the cabinet, it was not listed under the patient profile. Additionally, the customer reported workflow issues with the ordering process, where nurses release the order, but the crossover does not occur, required the provider to re-enter the order. The customer was requesting guidance on the appropriate course of action. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.